Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the existing production documents, as well as the enclosed device data. The additional information that was provided to us was analyzed. The clinical observation was confirmed, sensing disturbances were noted in the right-ventricular channel. The morphology of the sensing disturbances indicates a dislodgement of the lead as a possible cause for the clinical complaint.

Event description:
Ous MDR - the associated lead was explanted on (B)(6) 2013 due to noise which lead to inappropriate shock. It is suspected this lead had dislodged shortly after implant. There are no known complaints for this device and it remains implanted.